Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired and weak. Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for unknown error codes. Customer stated the error codes had displayed several times but that she did not recall the specific error messages. Customer had discarded the vial of test strips and was unable to provide lot information. During the call, a back to back blood test was not performed by the customer; the customer did not have another vial of test strips available. The customer reported feeling tired and weak; medical attention was not needed at the time of the call.